Manufacturer narrative:
H6 medical device problem code: 2017 - incorrect prep. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 3.50x33mm rx xience pro s stent delivery system was prepared for use prior to removal from the coil dispenser. When the sds was removed from the coil dispenser, the stent had partially come off the balloon. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.